Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when deploying the 8fr angio-seal evolution after a failed perclose attempt, the device and sheath components would not lock together. When they pulled back, the entire device came out. Manual pressure was held. The patient's condition was stable. The procedure was completed as intended. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc. Additional information was received on 14dec2020. The procedure was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for pullout since the sample was not available for investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.